Manufacturer narrative:
Follow-up received on 21-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 463 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and, during insertion procedure, one fallopian tube was perforated. This event is listed in the reference safety information for essure and this case was regarded as incident since essure removal was required (intervention). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this present case, the fallopian tube was perforated during insertion procedure and thus it was considered as related. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. The placement was painful and there was a complication during insertion - fallopian tube was perforated. Pain related complaints were mentioned. Consumer contacted a doctor and control position of essure was performed. As treatment, consumer had essure removed together with one fallopian tube (date not provided). The outcome was recovered. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and, during insertion procedure, one fallopian tube was perforated. This event is listed in the reference safety information for essure and this case was regarded as incident since essure removal was required (intervention).uterine/fallopian tube perforation with essure may occur, most often during insertion. In this present case, the fallopian tube was perforated during insertion procedure and thus it was considered as related.technical analysis has been requested.no further information is expected from consumer.